Event description:
Describe event, problem, or product use error: publix branded floss container label black ink rubs off during use (your picture download system would not allow downloads for some reason. Fyi. I can email them to you.)